Event description:
It was reported that an occlusion alarm occurred. Reportedly, due to the occlusion, the customer's blood glucose (bg) rose to between 400-500 mg/dl. The customer attempted to address the occlusion by performing a supply change but ultimately went to the emergency room on (B)(6)2026 after administering a correction injection. While in the emergency room, the customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage.